Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an external drainage and monitoring system. It was reported that the patient had an intracranial aneurysm and was scheduled to undergo a craniotomy. A lumbar drainage tube was placed to relieve intracranial pressure and facilitate the surgery. After the surgery, bloody cerebrospinal fluid was deployed, alleviated the patient's symptoms. Lying on left side, with the back perpendicular to the bed, bent the neck and hugged the knees. Selected the 4-5 lumbar intervertebral space as the puncture point and marked it. Used the lumbar external drainage and monitoring system, routinely disinfected the skin, wore sterile gloves, and spread a sterile hole towel. Fixed the puncture skin with left hand, held the puncture needle with right hand, perpendicular to the back, and inserted the needle tip slightly obliquely toward the head along the puncture point. After the resistance suddenly disappeared and there was a sense of emptiness, slowly withdrew the needle core, and light red bloody cerebrospinal fluid could be seen flowing out. Inserted the drainage tube, connected the drainage tube to the sterile drainage bag, and after local disinfec tion, covered the puncture point with sterile gauze and fixed it with tape; then fixed the drainage tube with tape from the back to the head end. However, the drainage tube broke when it was pulled. A surgery was performed to remove the broken end of the drainage tube.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.